Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "constant upstream occlusion alarm" was not reproduced. A review of the event history log revealed "upstream occlusion alarm¿ messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a constant upstream occlusion alarm. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.